Event description:
During revision surgery, a break in the lead was noted. Both the lead and generator were replaced. The patient underwent revision surgery due, to pain in the shoulder and at the generator site, which was believed to be due to current leakage. Prior tothe surgery, review of x-rays did not reveal any obvious discontinuities in the ncp system and device diagnostic testing was within normal limits, indicating proper device function. The patient reported that the pain subsided when stimulation was temporarily discontinued using the magnet. Explanted products will likely not be returned to manufacturer for analysis as it is the policy of the explanting facility to retain these items for a period of seven years.